Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the "drain connector" allegedly cracked when the extension and catheter were screwed several times by the patient during irrigation of the catheter. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked navarre connector is confirmed, and the cause is unknown. The device returned was a navarre connector with a truncated catheter. Extensive cracking was found in the white luer connector, with most cracks extending from the proximal end onward. White plastic material was missing at two points on the proximal surface of the luer connector. Functional testing found that the connector manifested extensive leaking while pinching the distal end during infusion. The complaint is confirmed, but the cause of this cracking is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the "drain connector" allegedly cracked when the extension and catheter were screwed several times by the patient during irrigation of the catheter. No patient injury reported.